Event description:
During an lsh case, using the pks omni device, the surgeons experienced poor cutting performance. The power was increased to 70% cut; the device broke when the surgeon hit it with a 10mm tenaculum. It broke back by the rivet pin. All the parts were recovered, and the case was completed with cutting forceps which were also used during the procedure. There was no reported harm to the pt.

Manufacturer narrative:
The omni device hub was fractured by the surgeon hitting it with a tenaculum, another surgical device in the operating field. The territory mgr confirmed that the device had been discarded by the facility. Should further information become available, gyrus acmi will continue the investigation and update the agency accordingly.